Manufacturer narrative:
Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was explanted for an unspecified issue. Attempts to gain more information were unsuccessful. No patient complications have been reported as a result of this event.